Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent the concurrent procedures of a total hysterectomy, bilateral salpingo-oophorectomy and cystoscope. It was reported that following insertion the patient experienced chronic pelvic and vaginal pain, bladder infections, urinary problems (burning and pain when urinating; frequency and urgency), recurrence of prolapse. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat a fourth degree cystocele.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence.